Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise again.